Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. The device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There are 2 similar complaints against the same lot number: 52142575. A clear root cause conclusion cannot be drawn due to the non-availability of important information and the device itself. The conclusion from the root cause analysis is that a systematic device deviation is unlikely, since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Event description:
It was reported that there was an issue with nx053z - as vega ps tibial plateau cemented t2. According to the complaint description was reported on (B)(6) 2018 that as a result of having the product implanted, the patient has experienced knee pain, swelling, difficulty walking, and loosening and instability of the implant which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2015, and the revision surgery occurred on (B)(6) 2018. A revision surgery was necessary. Additional information was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: nx011z (ps femur cemented f5n lt) - 52009719, nn261z (tibial obturator d12mm, l7mm) - 52150497, nx220 (ps pe insert t2/t2+, 10mm) - 52119655.